Manufacturer narrative:
The customer did not return the entire unit for evaluation. Only the analog board was returned.

Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device displayed a dot in the center of the monitor screen. Customer's biomedical department tested the device and found leakage current on the ECG channel to be out of specification. The complainant indicated that there was no patient involvement in the reported failure.